Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced a skin reaction with burning, redness, inflammation/swelling, pain/ discomfort and pustules at the needle puncture site, which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2026, the patient's mother stated that the patient experienced a skin reaction following sensor insertion. Due to significant swelling, redness, pain, burning, and pus at the insertion site, the reporter brought the patient to a physician on (B)(6). According to the reporter, allergy testing was performed and the patient was diagnosed with mrsa. Following the diagnosis, the physician was prescribed oral antibiotic clindamycin (unspecified dosage and frequency). The arm remained swollen and continued to be monitored. The reporter also stated that no new sensors would be placed on the affected arm until it had completely recovered. No other details were provided. At the time of the call, the reporter stated that the patient was feeling better overall and that the affected area had improved significantly, although it had not fully healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.